Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Concomitant medical products: tibia cemented 5 degree stemmed right size e catalog#: 42532007102 lot#: 63633386, all poly patella cemented 29 mm diameter catalog#: 42540000029 lot#: 63646470, articular surface fixed bearing posterior stabilized (ps) right 14 mm height catalog#: 42521400714 lot#: 62747167. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent total knee arthroplasty. Subsequently, patient was revised due to subsidence and pain. The femoral collapsed on the medial side.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. This report was originally sent under 0001822565-2018-04896, and the MFR number has now been updated to MFR 3007963827. Please see 3007963827-2019-00093 for reporting of this event.